Event description:
The patient was an elderly patient and surgical risk with many medical problems. Patient was implanted with a stent for bph. This was physician's first urolume case. Doctor "went to deploy stent, did not totally deploy". The sales rep. Left the surgery to get the foreign body extractor from his car and soaked it for the removal of the stent. When doctor attempted to remove this stent, wires pulled out and removal was difficult. The doctor deployed second stent properly and stent was properly located. Patient thendeveloped "fluid overload" from the extended surgical procedure, surgery took about 1-1/2 hours. Patient was placed in ICU overnight. ICU was removing fluid from the "fluid overload" and they removed too much. The patient had to be rehydrated and the fluid went into their lungs. ICU then attempted to put a chest tube to extract fluid from the patient's lungs and a lung was punctured. Patient subsequently passed away.